Manufacturer narrative:
This report is being submitted to update the complaint description.

Event description:
It was reported patient underwent right knee arthroplasty and subsequently patient is experiencing stiffness. Patient has pain in the front of the knee when walking up stairs and pain in the knee cap when bending the knee. Grinding noise in the knee when walking, standing, and upon sitting. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the office notes confirm reported event. Review of an office note indicates that patient has pain that radiates down to her lower leg as well as up towards her greater trochanter and glute along with stiffness with stairs. Office visit note states that patient has pain which is sharp and constant. Pain is more severe when climbing stairs and sitting for long periods. Patient also reported having grinding noise in the knee. No devices or photos were received; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01299, 0001825034-2019-01300, 0001825034-2019-01302. UDI: (B)(4). Concomitant medical products: vngd ps tib brg 12x63/67mm, item# 183622, lot# 321020; van ps open intl fem-rt 67.5, item# 183110, lot# j3640304; biomet cc I-beam tray 71mm, item# 141223, lot# j3638918. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right knee arthroplasty and subsequently patient is experiencing pain in the front of the knee when walking up stairs and pain in the knee cap when bending the knee. Grinding noise in the knee when walking, standing, and upon sitting. There is no additional information at this time.